Event description:
Customer reported, the system is displaying a charger failed error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the filament driver board was defective. Board was placed on order, another ge rep will install it upon arrival.